Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication on the patient programmer (pp). Product services reviewed with the patient on how to activate MRI mode, but the patient noted they got the ¿low pp battery¿ screen and later noted that the pp was not powering on. The patient changed the batteries and confirmed the pp was able to power on. The caller confirmed the ¿poor communication¿ screen on the pp. The patient also reported that they were unable to communicate with the ins recharger (insr). They stated that they last recharged 5 to 7 days ago and noted the device was half full right now. The patient confirmed that the implant was successfully charged. Product services reviewed that since the insr showed the ¿reposition antenna¿ screen when the patient tried to connect with the insr during the call, the insr was unable to find nor read the implant. This meant that they would not be able to determine the implant battery level. The patient stated that ¿it went from almost empty all the way across¿ when they tried to recharge. The patient confirmed they got the little black coupling bars when they recharged. The patient stated they had not felt stimulation which was nothing unusual because most of the time they did not feel stimulation. The patient then confirmed that they did not know when was the last time they felt stimulation; they stated it was maybe months ago. The patient was redirected to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.